Event description:
A physician reported that following the intraocular lens implantation in some patient the surgeon was not satisfied with the iol clarity and glistenings. Additional information has been requested. There are three medical device reports associated with this patient. This is 2 of 3.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).